Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a curved opening, brown and yellow particles. A leak test was performed and found a linear opening on the shell. A microscopic analysis was performed which identified a sharp crease opening. A fill inspection was performed and identified no blockage in the valve.

Event description:
Health professional reported left side deflation. The device has been explanted.